Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode to be use error as there was a lack of maintenance. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The field service engineer replaced sample probe, r1 mixer, wash concentrate line followed by automated maintenance procedure w1, performed calibration and quality controls (qc) which resolved the issue. (B)(6). (B)(4).

Event description:
The customer reported the generation of erroneously low/negative direct bilirubin (dbil) results on patient samples involving their dxc 700 au chemistry analyzer. The customer repeated samples on the same analyzer with results considered correct. The erroneous results were not reported out of the laboratory; thus, there was no report of medical intervention or change / adjustment to patient treatment associated with this event. The customer did not provide any data.